Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the 23 mm commander delivery system balloon burst at the end of deployment. The delivery system and balloon were able to be pulled into the 14fr esheath+ without complication and then the system was removed from the patient with no difficulty. There was no patient complications noted. The perceived root cause of the balloon burst was sinotubular junction (stj) calcium and right coronary artery (rca) stent. Imagery was provided for evaluation. Per review of the imagery, a radial and longitudinal balloon burst was observed. There was calcification in the patient's landing zone.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the balloon burst longitudinally and radially with no missing balloon pieces. The inflation balloon single wall thickness was measured along the edges of the burst location. The measurements were found within the specification. There was imagery provided for evaluation. Per imagery review, there was calcification in the landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the balloon burst was confirmed based on the returned product evaluation. The available information suggests that patient factors (calcification) likely contributed to the event, as it was stated "the perceived root cause of the balloon burst was sinotubular junction (stj) calcium" and calcified landing zone was observed in the provided imagery. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was reported that an extra 1 cc of volume was added to the balloon. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.